Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The o2 sensor was replaced and returned for further investigation. The received o2 sensor was investigated and a pre-use check was performed and passed all the tests successfully. The o2 sensor was working as expected. The event log confirms alarms have been generated for low o2 concentration at date of the event. The o2 sensor is only measuring and will not affect the o2 concentration in an ongoing ventilation. The conclusion is that the cause was related to an o2 sensor measuring issue. However the reported low o2 concentration alarm could not be reproduced, therefore the cause has not been established in this investigation.